Event description:
Additional information received indicated the event was resolved by capping and replacing the left ventricular lead with a single chamber system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance and noise resulting in oversensing was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed lv lead fracture. No intervention has been performed at this time. The patient was in stable condition.